Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that interrogation of the pulse generator resulted in the message -program to nominals-. The device was successfully programmed to nominal settings and the patient would be monitored.